Event description:
It was reported that the user manually entered a meal they did not eat, which functioned as a ¿ghost meal¿ announcement while using the ilet system, after which blood glucose on fingerstick reached 503 mg/dl. The user¿s cannula was on the left abdomen with no noted leaking or air bubbles, and a full supply change was advised and understood. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to using meal announcements to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.